Manufacturer narrative:
Site representative, operating room (or) nurse, declined to provide patient information. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement small straight ratcheting handle shipped to site. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A site representative operating room (or) nurse, reported that, while in a spine procedure, the end cap, hammerable, fell off of the site's small straight ratcheting handle while in use. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no patient present when this issue was identified.

Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, further engineering review of the complaint history at this account found that the reported issue was similar to an existing hardware investigation documented in a medtronic navigation hardware anomaly tracking database.